Event description:
It was reported that the pilot 200 guide wire passed between the struts of the deployed stent. The polymer cover of the guide wire was damaged after withdrawn. Though requested, no additional information was provided. The visual inspection of the returned guide wire revealed that the guide wire tip and polymer coating were separated. It was reported that the guide wire tip was confirmed to be present after the guide wire was removed from the patient. However, it is still not clear if a portion of the polymer coating was left behind in the patient. Therefore, this event is being conservatively filed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the guide wire was returned with no blood visible, suggesting that the wire may have been wiped down prior to return. There was contrast on the core. The tip and polymer were separated 27.3 cm distal to the proximal end of the polymer. The tip coils were stretched distal to the separation for a length of 2.4 cm. There was a bend in the core 12.5 cm proximal to the separation. There was a bend in the core 2.5 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. Scanning electron microscopy (sem) analysis suggested that the tip separation may be attributed to a tensile overload. A tensile overload of this type typically suggests that the wire was exposed to a load beyond its design limits causing the core to separate. In this case, it may be possible that the tip became trapped as passing through the stent struts as reported, and this caused the tip coils to stretch as noted, and with continued force, the tip ultimately separated. To ensure core separation does not occur as a result of manufacturing, a tip pull test is performed on each wire to ensure the tip is properly attached. Additionally, quality control performs on line reliability testing to verify the product quality. Additional information received states that the tip was confirmed to be present after it was removed from the patient; therefore, a conclusive cause for the reported separation could not be determined. The additional bends noted in the wire may be related to handling during use and/or during packaging for return to abbott vascular. A conclusive cause for the tip separation and damage could not be determined. However, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot.